Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment for the event with unspecified antibiotics (dose, frequency, and route not reported). At the time of this report, the patient was still in the hospital, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.